Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise immediately following the implant procedure. The pocket was reopened and the lead was reinserted farther into the device header and the issue was resolved. There were no additional adverse patient effects reported.